Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter pairing loop occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. A review of the bin file was performed and pairing loop found within the investigation window. The allegation was confirmed. The probable could not be determined. No injury or medical intervention was reported.